Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6), product ID: bi71000907, serial/lot #:(B)(6) rev. B, product ID: bi71000933, product ID: bi71000891, product ID: bi71000889, product ID: bi71000932, h6) multiple annex a codes were applied to capture this event. A1102 captures the error and a13 captures being unable to connect to the navigation on site. H3, h6) the system was serviced in the field, in summary, the computer was replaced and the software was reloaded. Multiple reboots were then performed without issue. Codes b01, c07, c13, and d02 are applicable. H3, h6) a software analysis was conducted. The results concluded no failures were found. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: bi71000907 , lot no: 2635094 rev. B, was returned to the manufacturer for analysis. Analysis concluded the mobile viewing station (mvs) server failed. The operating system and its applicable applications failed to load. The system booted into a system integrity error, the system integrity was compromised. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was displaying a "system integrity compromised" error, preventing them from continuing through the software. The site reported that the system was unable to connect to the navigation system on site, prompting them to restart the system, when the error message occurred. There was troubleshooting present. It was reported that technical services (ts) had the site power off the system, unplug from wall power, re-connect the system to wall power, and the system started up. The surgery and medtronic imaging were reported to have been aborted. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.